Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. When asked the cause of the ins might be hitting a nerve or disc/pain/¿bee sting¿ was determined, rep stated it was not sure, rep was able to reprogram and reduce that sensation. Troubleshooting included reprogramming. No action was taken to resolve those issues above. It was noted the ins might be hitting a nerve or disc/pain/¿bee sting¿ sensation were resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and radiculopathy. It was reported that the patient was in a lot of pain on his right side, because his right ins might be hitting a nerve or discs. When asked a date for when they first noticed this issue, and the patient answered it was probably the end of january. It was stated that the patient lost 10-15 pounds since implant. They stated their system was working well for pain relief even though patient only had 5% usage. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and radiculopathy. It was reported that the patient was in a lot of pain on his right side, because his right ins might be hitting a nerve or discs. When asked a date for when they first noticed this issue, and the patient answered it was probably the end of january. They were going to be seeing a surgeon on wednesday of this week to address a problem with his batteries. They wanted to know if a rep needed to be there. It was noted that the doctor would need to call to send a rep for the appointment. Additional information was received on 04-03 from the rep that stated they had continued pain over the ins site for his right ins connected to the paddle lead. He had lost 10-15lbs since implant. This system was working well for pain relief even though patient only had 5% usage. Their favorite was program d and their impedances were within normal limits recorded if pocket revision was decided upon. The patient reported having a ¿bee sting¿ sensation with his pns. No out of box failure was reported. No further allegations/complications were reported.